Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact called tandem's customer technical support (cts) for assistance regarding the best way to deliver a correction bolus and an extended food bolus to ensure the customer received the correction bolus first and then having the meal. Reportedly, the contact and customer miscalculated the bolus amount, which caused the customer's blood glucose (bg) level to rise to 270 mg/dl. A correction bolus was delivered to address bg level. Cts educated the customer on the bolus features of the pump. The contact understood the information provided.